Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of adhesive contamination was found under the contrast key contact.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed when pressing the keypad buttons was a delayed response. The patient reportedly wore the pump exterior to garment. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.